Event description:
On 7/2002, the cryopreserved aortic valve and conduit in question was thawed and implanted into a patient of unknown medical history. According to the surgeon's report, upon implantation the conduit tissue tore at the distal suture line (on the valve side). Reportedly, the tear enlarged resulting in bleeding and requiring a patch.